Event description:
It was reported that angioplasty performed with the pta balloon dilatation catheter at the anastomosis of an upper arm native fistula resulted in a vessel rupture. Attempts were made to treat the rupture by advancing two different stent grafts but they could not be successfully deployed. An additional pta balloon was then used to successfully tamponade the vessel.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample was not returned. Therefore, a sample evaluation could not be performed. The investigation is currently underway.